Event description:
Reporter noted irrigation connection came off handpiece. Surgeon noticed shallow chamber; lens touched cornea. Quickly removed handpiece, reattached irrigation line, resumed surgery. Procedure delayed a couple minutes, but surgery was completed without any adverse outcome for patient. No intervention required. Prognosis: good. Suspects this was due to improper attachment by staff; will emphasize that staff check thoroughly for secure connections.

Manufacturer narrative:
Handpiece has not been returned for evaluation. Root cause: customer suspects facility user error in assembly.